Event description:
On (B)(6) 2019, neotract was informed that an (B)(6)-year old patient, described to be wheelchair bound due to frail health, underwent a successful prostatic urethral lift (pul) procedure with no complications on (B)(6) 2019. The report also stated that the patient was found unresponsive one day post procedure, was transported by ambulance to the hospital and intubated. During hospitalization, a pelvic hematoma was identified. He was treated conservatively with vasopressors, transfused with one unit of blood, and given IV antibiotics for presumptive infection. On (B)(6) 2019, the patients family decided to withdraw supportive care he was extubated and expired shortly after. Official cause of death is not yet known. The physician stated that he does not feel the procedure contributed to the patients death.